Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Address: (B)(6) japan. Phone: (B)(6). Fax: (B)(6). Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, it was noticed that there was energization failure in captivator ii snare. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.